Event description:
It was reported that an ilet pump¿s sleep/wake button was unresponsive, with the patient unable to awaken the device by tapping or pressing, despite successful charging and visibility of the lock screen; the patient could temporarily access the device when placed on the charger, and a replacement device was provided after troubleshooting including cleaning, case removal, restart, and prolonged button press. The user ultimately kept the device and returned the replacement. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continued device use via charging to bypass the lock screen and continued cgm use without interruption. Investigation included guided troubleshooting, review of device use conditions, and verification that charging and screen functions were intact. Investigation of this case revealed a nonresponsive sleep/wake button consistent with a mechanical or touch-function failure of the wake control, with no associated alarms and no impact to therapy delivery when accessed via charging. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the wake button interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.